Manufacturer narrative:
The patient's age and/or date of birth was not provided. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) and was reported that log files were submitted for patient who is part of a clinical study. Technical service reviewed the log files and observed a low power hazard event on (B)(6) 2018 while the vad was connected to a mobile power unit (mpu). The event potentially may have been as a result of the mpu ac power cord becoming loose. There was no interruption in pump support to the patient during this event. No additional information was provided.

Manufacturer narrative:
The reported event of a low power hazard alarm while on the mpu was confirmed based on the information recorded in the log files provided by the customer. The event log file contained approximately 1 day of events, recorded from (B)(6) 2018 to (B)(6) 2018. The information recorded on (B)(6) 2018 at 1:50 revealed that the system was powered by an mpu. At 5:05 the associated voltage levels indicated that mpu power was lost, resulting in low power hazard alarms. Mpu power was restored and the alarms cleared. Pump support was not affected and the system was supported by the emergency backup battery (ebb) during the event. Multiple attempts for further information, including the mpu serial number, were sent to the customer; however, nothing was provided. No further information is available. The manufacturer is closing the file on this event.